Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 malfunctioned when the pa attempted to irrigate with the syringe as it would only stream out in very small drips. A replacement device was used to complete the procedure. The hospital intends to return the product in question.